Event description:
It was reported that there was a concern due to a gradual rise in shock lead impedance measurements. A request was made for engineering analysis as the last delivered therapy for all four shocks measured greater than 125 ohms. In march it was noted that the patient had a cardiac arrest requiring two 41j shocks to convert the ventricular fibrillation (vf). Technical services informed the right ventricular (rv) lead is performing outside of its expected operating range and recommended to discuss with the physician about lead replacement given the patients' needs for device therapy. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.